Manufacturer narrative:
(B)(4). Date sent: 2/27/2025 additional information was requested, and the following was obtained: 1. Is the current patient status known? Patient is ok 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No 3. Did the device lock-out (no staples deployed and no cut line started)? No 4. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Device partially fired began deploying staples then stopped. Did not cut. Staples deployed were goal posted. 5. Or, did the device fully fire and stop during the automatic knife return? No 6. Was there any difficulty opening the device? No 7. If yes, how was the device removed from the patient? Device was safely opened and another was used.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2025. D4: batch # c9ev9k. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/16. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number c9ev9k, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 02/19/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - is the current patient status known? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? - did the device lock-out (no staples deployed and no cut line started)? - or did the device start to deploy staples and cut but could not be completed (partially fire)? - or did the device fully fire and stop during the automatic knife return? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure, it was observed that on the third firing on colon, the stapler was loaded and the surgeon went to fire the device. The stapler began to deploy staples but stopped during the firing sequence. The surgeon opened the jaws of the device. The device did not cut. The staples were not fully formed. They were goal post shaped. They went ahead and opened up another device to complete the procedure. There was no patient consequence nor surgical delay reported. Additional information requested.